Event description:
Event description guidant received information that during a follow-up visit, this pacemaker and lead system exhibited ventricular loss of capture and unnecessary pacing at rates above 60bpm. Wave amplitdues were noted as poor, with r-wave measurements of 2.9 to 3.4mv and p-wave measurements of 1.0mv. Atrial event markers were missing, and p-waves were being sensed intermittently. Pre ventricular contractions were also present. No adverse patient effects were reported with this clinical observation.